Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the ¿little round filter which is right below the burette chamber.¿ this occurred during infusion of a chemotherapy drug using a sigma spectrum pump. The reporter stated that the set had no visible issues, and had not leaked during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.